Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a valve-in-valve (viv) procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a valve-in-valve (viv) procedure. No patient complications have been reported as a result of this event. Additional information was received to report approximately six years, ten months following the initial transcatheter aortic valve replacement (tavr) procedure, the bioprosthetic valve had developed aortic insufficiency and the patient was experiencing volume overload. The physicians recommended the patient be admitted for medication administration for diuresis, optimization, and ¿completion of [the patient¿s] workup¿. The patient presented with orthopnea and significant peripheral edema resulting in hypervolemia in the setting of moderate-severe aortic insufficiency and was admitted. Upon assessment, the patient¿s weight was 223lbs. Intravenous diuretic medication was administered with a later transition to oral medication. At discharge the patient¿s weight had decreased 20lbs. Approximately seven years, two weeks following the initial tavr, the patient presented with worsening orthopnea and was admitted due to aortic insufficiency. Intravenous diuretic medication was administered. An x-ray of the chest was performed and showed small-moderate pleural effusions. A blood sample was obtained and test results showed an elevated b-type natriuretic peptide (bnp). Upon physical assessment, the patient had notable edema and diagnosed with acute decompensated heart failure. Once the patient was euvolemic, a transesophageal echocardiogram (tee) was performed and endocarditis was ruled out. The patient was to remain admitted until the scheduled tavr was completed due to the high diuretic requirements and to avoid decompensation. Eight days after the tee, the tavr procedure was performed with planned implant of a 26mm non-medtronic valve. During the attempted implant of the non-medtronic valve, the delivery system could not cross through the left ventricular outflow tract (lvot). The patient¿s procedure was complicated by misplacement of the existing medtronic valve which prompted conversion to an emergent open chest surgery for aortic valve replacement. The patient was placed on cardiopulmonary bypass and an aortotomy was made above the medtronic valve and the non-medtronic valve was appreciated. However, the surgical team was still unable to get the non-medtronic system across the lvot. Various instruments were used to cause deformation to the frame of the medtronic valve in an effort to elongate the valve and then fold it in half to bring across the lvot. Then the non-medtronic valve was seated in the aorta and secured with 2 pledgeted valve sutures. An aortic dissection proximal to the celiac artery required consultation intra-operatively by peripheral vascular surgery. Post-operatively, the patientwas extubated and weaned off of all medications; hypervolemia was treated with intravenous medication with transition to oral medication before discharge. No further patient complications were reported as a result of this event. Additional information was received to report the re-do tavr was originally planned as an elective procedure, but misplacement of the non-medtronic (edwards sapien) valve prompted emergent conversion to open aortic valve replacement. The non-medtronic (edwards sapien) valve was removed, and a new 26mm non-medtronic (edwards sapien) valve was prepared and implanted.

Manufacturer narrative:
B3. Adverse event and product problem date of event was erroneously not updated in submitted supplemental 001. Let this report accurately reflect the onset date as noted herewithin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a valve-in-valve (viv) procedure. No patient complications have been reported as a result of this event. Additional information was received to report approximately six years, ten months following the initial transcatheter aortic valve replacement (tavr) procedure, the bioprosthetic valve had developed aortic insufficiency and the patient was experiencing volume overload. The physicians recommended the patient be admitted for medication administration for diuresis, optimization, and ¿completion of [the patient¿s] workup¿. The patient presented with orthopnea and significant peripheral edema resulting in hypervolemia in the setting of moderate-severe aortic insufficiency and was admitted. Upon assessment, the patient¿s weight was 223lbs. Intravenous diuretic medication was administered with a later transition to oral medication. At discharge the patient¿s weight had decreased 20lbs. Approximately seven years, two weeks following the initial tavr, the patient presented with worsening orthopnea and was admitted due to aortic insufficiency. Intravenous diuretic medication was administered. An x-ray of the chest was performed and showed small-moderate pleural effusions. A blood sample was obtained and test results showed an elevated b-type natriuretic peptide (bnp). Upon physical assessment, the patient had notable edema and diagnosed with acute decompensated heart failure. Once the patient was euvolemic, a transesophageal echocardiogram (tee) was performed and endocarditis was ruled out. The patient was to remain admitted until the scheduled tavr was completed due to the high diuretic requirements and to avoid decompensation. Eight days after the tee, the tavr procedure was performed with planned implant of a 26mm non-medtronic valve. During the attempted implant of the non-medtronic valve, the delivery system could not cross through the left ventricular outflow tract (lvot). The patient¿s procedure was complicated by misplacement of the existing medtronic valve which prompted conversion to an emergent open chest surgery for aortic valve replacement. The patient was placed on cardiopulmonary bypass and an aortotomy was made above the medtronic valve and the non-medtronic valve was appreciated. However, the surgical team was still unable to get the non-medtronic system across the lvot. Various instruments were used to cause deformation to the frame of the medtronic valve in an effort to elongate the valve and then fold it in half to bring across the lvot. Then the non-medtronic valve was seated in the aorta and secured with 2 pledgeted valve sutures. An aortic dissection proximal to the celiac artery required consultation intra-operatively by peripheral vascular surgery. Post-operatively, the patient was extubated and weaned off of all medications; hypervolemia was treated with intravenous medication with transition to oral medication before discharge. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b1. Updated b2. B5. A second paragraph was added. B6. G2. Report source was added. H1. Type of reportable event h6. The codes present in section h6 were updated and correspond to multiple components/products that comprise this reported event. Additional codes. Continuation of d10: other medical products in use during the event include: non-medtronic (edwards) valve brand name: sapien; product ID: unknown (serial: unknown); product type: heart valves; full UDI#: unknown; manufactured date: unknown; use by date: unknown; implant date: (B)(6) 2025 non-medtronic (edwards) delivery system brand name: unknown; product ID: unknown (lot: unknown); product type: heart valves; full UDI#: unknown; manufactured date: unknown; use by date: unknown; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a valve-in-valve (viv) procedure. No patient complications have been reported as a result of this event. Additional information was received to report approximately six years, ten months following the initial transcatheter aortic valve replacement (tavr) procedure, the bioprosthetic valve had developed aortic insufficiency and the patient was experiencing volume overload. The physicians recommended the patient be admitted for medication administration for diuresis, optimization, and ¿completion of [the patient¿s] workup¿. The patient presented with orthopnea and significant peripheral edema resulting in hypervolemia in the setting of moderate-severe aortic insufficiency and was admitted. Upon assessment, the patient¿s weight was 223lbs. Intravenous diuretic medication was administered with a later transition to oral medication. At discharge the patient¿s weight had decreased 20lbs. Approximately seven years, two weeks following the initial tavr, the patient presented with worsening orthopnea and was admitted due to aortic insufficiency. Intravenous diuretic medication was administered. An x-ray of the chest was performed and showed small-moderate pleural effusions. A blood sample was obtained and test results showed an elevated b-type natriuretic peptide (bnp). Upon physical assessment, the patient had notable edema and diagnosed with acute decompensated heart failure. Once the patient was euvolemic, a transesophageal echocardiogram (tee) was performed and endocarditis was ruled out. The patient was to remain admitted until the scheduled tavr was completed due to the high diuretic requirements and to avoid decompensation. Eight days after the tee, the tavr procedure was performed with planned implant of a 26mm non-medtronic valve. During the attempted implant of the non-medtronic valve, the delivery system could not cross through the left ventricular outflow tract (lvot). The patient¿s procedure was complicated by misplacement of the existing medtronic valve which prompted conversion to an emergent open chest surgery for aortic valve replacement. The patient was placed on cardiopulmonary bypass and an aortotomy was made above the medtronic valve and the non-medtronic valve was appreciated. However, the surgical team was still unable to get the non-medtronic system across the lvot. Various instruments were used to cause deformation to the frame of the medtronic valve in an effort to elongate the valve and then fold it in half to bring across the lvot. Then the non-medtronic valve was seated in the aorta and secured with 2 pledgeted valve sutures. An aortic dissection proximal to the celiac artery required consultation intra-operatively by peripheral vascular surgery. Post-operatively, the patient was extubated and weaned off of all medications; hypervolemia was treated with intravenous medication with transition to oral medication before discharge. No further patient complications were reported as a result of this event.